Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that the defective u1 created the air flow accuracy test to fail. The 100b error code could not be duplicated.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator shut down while transporting a patient. The customer reported there that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
The field service engineer (fse) replaced the gds subsystem assembly-air flow sensor ,o2 flow sensor and data acquisition pca. Ran performance verification, all testing passed. Patient information was requested and the customer refused, reporting the information is confidential.